Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 4.5 months post procedure the patient died of unknown cause. Investigator assessed the event as possibly related to the device and anti-platelet medication. Sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication.

Manufacturer narrative:
Cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.